Event description:
A user facility reported over correction on 3 patients after custom lasik surgery. The facility provided patient records and this patient presented with a decrease in bcva in the right eye approximately 2 months post op. An enhancement was performed and at the one week post-op, the patient's bcva had decreased another line.